Event description:
Patient's existing maintenance IV had completed. The nurse installed a new maintenance IV tubing into the infusion pump, primed the tubing set, and started the pump. The patient experienced an immediate decrease in heart rate, progressing to complete cardiopulmonary arrest that lasted over 40 minutes. X-ray and CT images revealed air in heart and liver vessels and in ventricles. Air had entered the patient via the peripheral IV congruent with priming of the tubing; however, the exact sequence of events is unknown. Intervention and other therapy included nrp (CPR); intubation; mechanical ventilation; central ua/uv lines; thoracentesis; cardiac tap; EKG; echo; CT; MRI; anti-epileptics; sedation. The patient's eventual outcome is yet to be determined. The end user later demonstrated knowledge and competency in changing the IV set up and administering the fluids. The infusion pump was evaluated and no evidence of malfunction was found in its events log. The pump's air detection and occlusion pressure alarms were verified to operate within acceptable limits. Manufacturer response for intravenous infusion pump, infusomat space (per site reporter): manufacturer's response is pending their receipt and inspection of the pump.